Event description:
It was reported that a malfunction occurred on the pump. The blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after resetting, the pump malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, which the customer acknowledged and understood.